Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that as the mini vision was being loaded onto a medtronic zinger guide wire, it met resistance and got stuck. Upon pulling back on the mini vision, the distal shaft separated. The device never entered the pt. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance revealed that the catheter was returned with contrast in the sidearm and inflation lumen and on the shaft. The stent was stationary on the balloon and between the markers. No damage to the stent was noted. The balloon was tightly folded. The inner member had separated 29.7 cm distal to the guide wire exit notch. The separation faces of the guide wire lumen were stretched and torn where it had separated. The outer member separated 26.8 cm distal to the guide wire exit notch. The separation faces of the outer member were jagged and uneven. The outer member was bunched 16.6 cm distal to the guide wire exit notch for a length of 8 mm. There was a kink in the shaft 11.2 cm distal to the guide wire exit notch. There were bends in the hypotube 5.5 cm and 20 cm distal to the strain relief tubing. No other damage to the catheter was noted. The guide wire exit notch was measured using deltronic pin gauges and met manufacturing criteria. An attempt was made to backload a new bmw guide wire through the inner member, but due to the fact that the distal end was stretched, the guide wire would not backload through. An attempt was also made to frontload the bmw guide wire through the guide wire exit notch, but the guide wire would not pass through the stretched distal end of the inner member. This incident was sent to the lab for further analysis. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that when attempting to load the mini vision on to the other co's guide wire, it met resistance and got stuck. Upon pulling back on the mini vision, the distal shaft separated. Quality assurance analysis confirmed that the shaft separated distal to the guide wire exit notch. The fracture faces of the guide wire lumen were stretched and torn. The fracture faces of the outer member were jagged and uneven. Also, the inner member was bunched proximal to the fracture location and there was a kink in the shaft also proximal to the fracture location. The separated shaft was sent to the scanning electron microscopy (sem) lab for further analysis. Sem analysis concluded that the fracture was a result of tensile overload. This failure mechanism to consistent with the report incident details. When the catheter was withdrawn against the noted resistance, this likely caused stress and fatigue to the shaft material that ultimately resulted in separation. The exact cause of the initial resistance with the guide wire is unknown as the other co's guide wire was not returned for analysis, however, the inner diameter of the catheter guide wire lumen was measured and met specification. It was also noted during the analysis that there was no damage to the stent which was properly positioned between the balloon markers and the only add'l damage noted to the returned catheter was two bends in the hypotube. There was no mention of this damage in the incident and likely either resulted from the procedure or from handling during the packing of the device for shipment back to abbott for eval. This damage does not appear to have contributed to the reported difficulties. It appears that in this case the resistance and shaft separation were related to the operational context of the device and the circumstances of the procedure. There is no indication of a product quality issue. Product performance engineering will monitor the incident circumstances. All catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.